Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause based on the available information and data could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hi (B)(6) , customer having intermittent issue with "exhalation obstructed". Can you please advise. Logs attached, below information from customer. "I have a t1 that was constantly alarming "exhalation obstructed". The note from the rt says it occurred using the same ventilator on 2 different patients even after replacing the exhalation valve and removing the extra filtering they usually have inline with the patient circuit. They also note that the second patient was transferred to another t1 with the same settings and no alarms occurred. I checked the service history and this same ventilator has had this complaint previously. Once in march 2019 then again in december 2019 and now on (B)(6) , 2020. I cant make it happen in my lab without inserting a rubber stopper into the exhalation valve outlet on the bottom. Exhalation valve assembly was changed in march this ventilator is back with the same complaint "exhalation obstructed". On (B)(6) 2020 same as previous time the user says they replaced expiratory valve and house with a brand new disposable one and fault continued"